Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The outputs in the right atrial (ra) lead was 2.0 volts while in the right ventricular (rv) was 1.0 v. The power consumption was at 141 percent. The patient will be checked again after three months. Boston scientific technical services (ts) suggested to consider a save to disk and have engineers evaluate which the field representative will do at the next check. No adverse patient effects reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The outputs in the right atrial (ra) lead was 2.0 volts while in the right ventricular (rv) was 1.0 v. The power consumption was at 141 percent. The patient will be checked again after three months. Boston scientific technical services (ts) suggested to consider a save to disk and have engineers evaluate which the field representative will do at the next check. As of this time, the device remains in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The outputs in the right atrial (ra) lead was 2.0 volts while in the right ventricular (rv) was 1.0 v. The power consumption was at 141 percent. The patient will be checked again after three months. Boston scientific technical services (ts) suggested to consider a save to disk and have engineers evaluate which the field representative will do at the next check. No adverse patient effects reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.